Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 430 mg/dl. Troubleshooting with tandem technical support was performed and determined that the cartridge tubing was bent. Customer performed a supply change to address the elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.